Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) recorded lead safety switches for out of range pacing impedances on both the left ventricular (lv) and the right ventricular (rv) channels. It was determined that the lv mode had been programmed incorrectly and this issue was resolved with reprogramming. However, a high out of range pacing impedance measurement was observed on the rv channel. At the time this was an isolated incident and the patient was set up with remote monitoring. Later, a second lead safety switch for high out of range rv pacing impedances was observed and the patient was brought into the clinic for review. After testing it was determined that the unipolar pacing impedances were within range. The system was reprogrammed to unipolar pacing and will continue to be monitored. The rv and lv leads are competitor products. This crt-p remains in service. No adverse patient effects were reported.